Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered inappropriate therapy for an arrythmia episode. Technical services (ts) reviewed the episode and noted that appeared to be an atrial fibrillation (af) with rapid ventricular response (rvr), this device delivered multiple inappropriate anti-tachycardia pacing (atp) bursts and inappropriate 41 joule shocks. Ts reviewed reprogramming considerations. No adverse patient effects were reported. This crt-d remains in service.